Manufacturer narrative:
Device analysis for extension (B)(4) revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0zq4n, product type: lead. Product ID 37085-60, lot# n kn127581v, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative about a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was implanted 6 days prior to report and the doctor recently found the resistance among electrode contact 9/10/11 over 40 ,000 ohms. The doctor replaced the lead but the resistance was still over 40,000 ohms. The doctor decided to then replace the extension wire and found the resistance to be normal. The issue impacted treatment but the patient's current status was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.